Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 299 mg/dl after a meal that was not announced. The user remained connected to the device, and glucose levels were corrected without further issue. No outside medical intervention was required.